Manufacturer narrative:
It was reported that after first stent implantation, the chemotherapy started. After 9 months later, due to ingrowth cdt2212 was added to patient and chemotherapy started again. Then 5 months later, perforation was confirmed. It was impossible to review suspected device's DHR, because it was not confirmed serial no. And it is impossible to return suspected device because stent is still in patient's body. Perforation can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Since chemotherapy was started after first stent implantation, chemotherapy might affect to perforation. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure. According to physician's comment, it is difficult to find out which of the following attributed to this serious adverse event, effect of chemotherapy or stent itself. So, it is difficult to judge perforation caused by device malfunction. It is considered that perforation was occurred due to complexity of patient's lesion status, chemotherapy and stent implantation. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2015: cdt2212 was applied to rectal stenosis. On (B)(6) 2015: folfox chemotherapy started. On (B)(6) 2016: due to ingrowth, another cdt2212 (this case reporting device) was added on the distal side. On (B)(6) 2016: folfox chemotherapy started again. On (B)(6) 2016: inflammation admitted. CT scan result showed the site close to dissemination confirmed somewhat perforated by stent edge. Dct2412bp was applied stent-in-stent and patient was kept under follow-up. Physician's comment: it is difficult to find out which of the following attributed to this sae, effect of chemotherapy or stent itself. Patient status: recovered.